Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's display was locking up and the functions of the device were not working. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.